Event description:
The technician reported the brakes do not hold while in brake mode. The stretcher was located in the back hall at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found all brake casters brake pads are out of adjustment, most likely caused by normal wear and tear. The technician adjusted all brakecasters to resolve the issue. Based on this information, no further action is required.